Manufacturer narrative:
Outcome: important medical event.

Event description:
Initial report: this spontaneous case from (B) (6) was reported on 15-jan-2010 - local (B) (4). This non - serious case was received from a physician and upon medical review, has been upgraded to serious based on the reclassification for the event following assessment utilizing the company's new device reporting tree. This case involves a male pt who experienced an "immune reaction" after treatment with poly-l-lactic acid (sculptra) . He experienced important swelling of the face on areas where poly-l-lactic acid was last injected (nos) and areas where it was not injected (such as the forehead) after skiing a couple of weeks after having received two treatments of sculptra (5-6 ml). The degree of swelling was superior to what would be expected from an exposure to cold and wind from skiing. The reporter said he believed this was an immune reaction secondary to sculptra. Relevant medical history and concomitant medication info were not mentioned. Action taken: no action taken. Corrective treatment/ outcome: unk